Event description:
It was reported that stent damage occurred. A 16 x 3.50 rebel stent delivery system (sds) was selected to treat the lesion; however, the device was not able cross the target lesion. It was noted that a stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with no other devices. There was blood between the balloon and stent. The balloon was tightly folded. The stent was secure between the markerbands. There were two stent struts in the first distal row that were flared and stretched. There were multiple hypotube kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that stent damage occurred. A 16 x 3.50 rebel stent delivery system (sds) was selected to treat the lesion; however the device was not able cross the target lesion. It was noted that a stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.